Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the device diagnostics revealed the device exhibited three fault codes. The device failed a battery usage test. Review of the internal components of the device noted the device was operating with a higher current than normal. Overall, analysis was able to confirm the allegations made against this device in the field.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this pacemaker was interrogated and found to have recorded an error code indicative of battery voltage too low for the projected remaining capacity. The pacemaker was explanted and replaced prior to the procedure being finished. No adverse patient effects were reported.